Event description:
It was reported that the patient presented to the ER and the device could not be interrogated. The patient reported working on a car alternator recently, sometime between the hospital visit and the last time the device was successfully interrogated. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed signs of an electrical arc over on the ICD house as well as on the ICD antenna inside the header. This indicates shock delivery into an external short circuit between ICD case and antenna. Subsequently, the ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated, and the therapy functionality was not available. The ICD was opened, and the inspection of the inner assembly revealed a damaged electronic module due to an external short circuit. In particular, the fuse separating the battery from the electronic module was blown. These damages led to the clinical observation. The header of the ICD was inspected in detail. The root cause of the external short circuit could be tracked down to a misaligned placement of the antenna during assembly. Despite multiple inspection steps, this misalignment was not identified during production. As a result of this event, processes have been reviewed and relevant staff has been retrained. In accordance to biotroniks post-market surveillance system this occurrence represents a very rare event. We apologize for any inconvenience that this event might have caused.